Event description:
It was reported that there were increased thresholds on the right atrial (ra) lead and there was a continued decline in impedance, with unipolar impedance higher than bipolar. It was also noted that there was a decrease in sensing. Sensing improved in unipolar but resulted in myopotential oversensing and double counting. The atrial pacing configuration was reprogrammed unipolar, and atrial sensing remains bipolar with sensing assurance turned off. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead (B)(6) 2009. (B)(4).